Event description:
Initial results for a pt na/k/cl was 116/4.1/86 mmol/l. When repeated, the results were 131/4.7/98 mmol/l. The incorrect results were not used to guide pt therapy. The field service rep found the sample probe was clogged and repaired the instrument by replacing the probe.